Event description:
Healthcare worker touched the sterilized flexible fiber and experienced whitening and pain on his/her right middle finger and index finger and left thumb and index finger. The employee flushed the burn under running water. No medical intervention was sought. Symptoms it is reported that the vaporizer plate was in place; however upon follow up visit for this event it was found with h2o2 powder.